Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the insulin pump had a physical damage. Blood glucose level was unknown at the time of the incident. The customer's mother stated there was a missing piece in the reservoir compartment. Customer's mother also reported her son was hospitalized for a couple of times as the meter would sometimes not respond correctly. No further details provided for hospitalization. The customer's mother mentioned the insulin pump would not alert for low reservoir. Customer was advised the device will be replaced. The product will be returned for analysis.

Manufacturer narrative:
Pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The low reservoir alarm functioned properly. No low reservoir alarm anomaly noted. The bg meter test communicated properly to pump. Pump has minor scratched display window, broken off reservoir tube lip and missing end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.